Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A device was returned to a third party service center in relation to the voluntary field safety notice and recall notification involving the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation, the service center performed a visual inspection and observed evidence of foam degradation. The device powered on successfully, and airflow was verified. The service center was not able to confirm the customer reported allegation. However, visible foam degradation was identified, and the device was scrapped.